Event description:
Allegedly, the patient presented with progressive left hip pain, elevated ion levels, osteolysis about the components, adverse local tissue reaction, and lack of mobility, plaintiff's revision surgery was necessary because the device failed due to corrosion at the neck-stem junction of the device. The legal file mentions a revision surgery on (B)(6) 2022. Since we do not have enough information about this revision all the related components are going to be captured in the (B)(6) 2022 surgery.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.